Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a routine supply change on an ilet system, with continuous glucose monitoring showing high values and a confirmatory fingerstick of 447 mg/dl; the user employs a steel needle cannula and initial troubleshooting confirmed tubing drops, after which a site change was recommended and performed. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia following the site change and subsequent stabilization of glucose. Investigation included phone-based troubleshooting and user-directed inspection of the prior infusion site. Investigation of this case revealed no visible issues with the removed site or needle and confirmed insulin delivery resumed after the site change, suggesting an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.